Event description:
I had a cat scan at (B)(6) hospital for a routine evaluation of a cyst I have in my pancreas. I was told to keep my street clothing on. The scan was performed in an open machine. It looks like a donut standing on end with a bed going through it. I laid on the bed with my arms extended. The scan was taken at approximately 2:30 - 3:00 pm in the afternoon in the out patient radiology department. I was given a contrast dye. I felt fine after te scan. At approximately 7:30 pm while at home, I had an extremely painful burning feeling on my upper thigh to vaginal area (area is about 7-10 inches in length from upper thigh to 5-6 inches below my belly button. The area was a deep pinkish/red color. My hands to my elbows was red as well as burning. I called (B)(6) to report the burn. Over the phone the doctors insisted it must be a reaction to the contrast. I went to see my primary care doctor. She said the area was not consistent with a burn. I went back to (B)(6) hospital to see dr (B)(6) who is evaluating the cyst. He brought in a dermatologist to evaluate. The odd thing which these doctors mentioned is that the red area is not where the pancreas was. My primary care doctor made the same observation. Then both doctors said they had never seen anything like it before. I have been in pain; it feels like tiny needle stinging the area. Now 3 weeks later, my skins is coming off in massive amounts. This too is painful. This same thing happened 5 years ago at (B)(6), but I did not report it because it was too hard to get in touch with (B)(6) doctor. It appears that the outer edge of the donut caused the burn. This was where my arms and thighs are. Please investigate. (B)(6) hospital has been very hesitant to admit that it was a burn. I have pictures. Was the clothing I was wearing interacted with the scan? Is the machine properly calibrated? Does there need to be more training of the staff? I do not know, but I do know that I was burned.